Event description:
Device 3 of 3; reference MFR report: 1627487-2019-01039, reference MFR report: 1627487-2019-01041. It was reported that the patient was experiencing ineffective stimulation. In turn, the patient had their scs system explanted.